Manufacturer narrative:
Eval results: visual analysis noted that both leads were returned incomplete. The channel 1 terminal-end electrode was missing from one of the lead segments, and there were cuts in the outer tubing of one of the lead segments. Due to the incomplete leads, functional testing could not be performed. Sjm limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.

Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2006, it was reported that the pt had a car accident and subsequently lost stimulation on one side. She stated that she would feel an investigation on the other side when she returned the amplitude up to perception. Diagnostic tests exhibited invalid impedance readings on all lead contacts of one lead. X-rays revealed one of the leads was fractured. The physician explanted and replaced the leads on (B)(6) 2011. No further pt complications were reported. Pt also indicated after the car accident, she noted that her ipg seemed to protrude. Her ipg was explanted and replaced, (reference manufacturer report 1627487-2011-01580).